Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. There was no reported impact to customer¿s blood glucose level. Tandem technical support reviewed pump data and determined the pump to be delivering based off personal profile settings and not based off the control iq settings. The pump was reset to resolve the issue, and the customer continued to use the pump for insulin therapy.